Event description:
Rec'd notice of complaint concerning above product via medwatch form filed by facility. Spoke with director of nursing who reports that a venous line disconnected from the pt's catheter resulting in a blood loss of approx 300-500cc. The director of nursing states that approx 40 minutes after the treatment was initiated, the health care professional monitored the pt. Blood pressure was 190/systolic. The pt was stable at this time, only complaint was that she was uncomfortable. Approx 15 minutes later, another health care professional was nearby and noted that the pt looked pale and clammy. Blood pressure was monitored and found to be 60/syst. The health care professional placed the pt in trendelenberg and noted that the venous line was disconnected from the catheter. The director of nursing reports that the catheter was in view at all times but that there was a sterile drape underneath the catheter which had a slight crease in it. As the blood leaked from the venous line, it followed the crease and pooled underneath the pt. The health care professional re-connected the catheter and venous line and administed saline. Emergency medical technicians administered emergency measures and then transported the pt to the local hosp. The pt was admitted and transfused with 3 units of blood. The pt's hemoglobin was 6.9 post event (and saline infusion) and the director of nursing reports that it was in the "twelve range" prior to discharge. The pt was discharged 3 days later, in her usual state of health and has returned to the outpatient clinic. The director of nurisng reports that the catheter has been in place for approx two months and functions well. The bloodline was discarded on the day of the event. The lot number is unknown.